Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having problems with their right leg and the stimulation was not covering the right leg since probably a couple weeks ago. Patient stated they had not used the stimulator very often and they had been doing very well but they noticed about 2 weeks ago they had some problems with their right leg. Patient mentioned they were going for an MRI on friday. Agent asked clarifying questions and patient said the stimulation did not cover them when they were upright, sitting, reclining, or laying down on the right side. Agent had difficulty understanding the patient during the call. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent provided the national answering service (nas) phone number. Patient stated they hadn't seen their hcp in (B)(6) because they now lived in (B)(6). Patient needed to meet with an hcp/manufacturer representative (rep) in their area. Physician listings were emailed to the patient. Additional information was received from the patient on 2024-oct-08. They reported that no diagnostics or additional troubleshooting steps were performed in relation to the stimulation not covering their right leg. Patient stated they weren't sure about the cause, perhaps they didn't turn up the power sufficiently. To resolve the issue, the patient stated they were having a new stimulator battery implanted. The issue was in the process of being resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.